Event description:
The father reported via phone call that the customer had a no delivery alarm during the fill tubing process. The father also reported receiving a motor error alarm. The father stated the no delivery alarm was resolved by a reservoir change. The customer's blood glucose was unknown. The father was unable to troubleshoot at the time of the call. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing per specification, and no occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.